Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed, however the assignable root cause could not be determined. Additionally, a review of the service history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. On october 9 & 10 2019, cdrh experienced intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the knob of the sagittal saw attachment device loosened internally and was found to have a lot of liquid. It was further determined that the device failed pretest for check tool coupling, check the function of the quick saw blade coupling, and general condition. It was noted in the service order that the saw device would not connect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.